Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on (B)(6)2024. It was reported that the patient experienced a symptom of pain. It was unknown whether the issue was resolved. Additional information was received from the patient on 2024-aug-17. The patient stated that they had swollen ankles. The swelling went away overnight, even though the patient didn't take any medication for them. Patient was also concerned about possibly retaining fluids, although there was an improvement that they were not going as often. The patient now has to push when they urinates, but it was not sure if that was something they created in their head.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.